Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user who participated in the ilet experience study experienced hyperglycemia after a late-night dinner while using the ilet bionic pancreas, and no device alerts or alarms were reported. Investigation included multiple attempts to obtain additional information from the user without success. Investigation of this case revealed that the cause of the hyperglycemia was unclear due to insufficient information, and no device malfunction or component issue was identified. No clinical symptoms associated with elevated blood glucose were reported at the time of call. Outcomes included no reported hospitalization or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.